Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cvc insertion (seldinger technique) on (B)(6) 2022 the following event occurred. Cvc was inserted according to the seldinger technique with the arrow system ref: de-24703-lha. After successful puncture of the vessel the wire was inserted through the puncture cannula into the vessel without significant resistance and the puncture cannula was removed in the next step. When the wire was inserted into the leg of the cvc at the level of the opened three-way stopcock resistance was noted. The wire could not be pulled in and out until the three-way stopcock was disconnected. Only after disconnecting the three-way stopcock from the cvc could the wire be separated from the three-way stopcock. The wire broke at the level of the three-way stopcock and the coil was pulled apart. After separating these two components, the central venous catheter could be successfully placed using a new three-way stopcock. A new puncture was not necessary. There was no patient injury. It was reported the patient's condition was fine and the patient had left the hospital at the time of this report.

Event description:
It was reported that "during a cvc insertion (seldinger technique) on (B)(6) 2022 the following event occurred. Cvc was inserted according to the seldinger technique with the arrow system ref: de-24703-lha. After successful successful puncture of the vessel the wire was inserted through the puncture cannula into the vessel without significant resistance and the puncture cannula was removed in the next step. When the wire was inserted into the leg of the cvc at the level of the opened three-way stopcock resistance was noted. The wire could not be pulled in and out until the three-way stopcock was disconnected. Only after disconnecting the three-way stopcock from the cvc could the wire be separated from the three-way stopcock. The wire broke at the level of the three-way stopcock and the coil was pulled apart. After separating these two components, the central venous catheter could be successfully placed using a new three-way stopcock. A new puncture was not necessary." There was no patient injury. It was reported the patient's condition was fine and the patient had left the hospital at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and an arrow stopcock for analysis. Signs of use in the form of biological material were observed on the guide wire. The entire catheter assembly involved with this complaint was not returned for analysis. Visual analysis revealed that the returned guide wire was separated towards the proximal end. It was noted that the separated portion was stuck inside the returned stopcock. Analysis of the stopcock revealed that it was in the locking position, which resulted in the proximal weld to become pinched between the rotating valves. This likely contributed to the separation encountered by the customer. The guide wire length from the distal weld to the point of separation at the proximal end measured 683mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured .800mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. With the stopcock valve in the open position, a lab inventory guide wire was inserted through the distal end of the stopcock. The lab inventory guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "connect all extension line(s) to appropriate luer-lock connector (s) as required. Unused port(s) may be 'locked' through luer-lock connector(s) using standard institutional policies and procedures". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire coil and core wire had separated towards the proximal end. It was noted that this separated portion was returned stuck inside the stopcock used in the procedure. The valve on the stopcock was in the locking position, which caused the guide wire to become pinched. This likely contributed to the separation observed by the customer. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the fact that the guide wire was pinched in the valve of the stopcock, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.